Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis station was sluggish and barcode scanner not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were sluggish. The technical support specialist (tss) reviewed the medication application logs and confirmed that the login was delayed, and the net basic input output system required to be updated. Tss applied the knowledge article "station slow login netbios" to resolve the issue. Tss also identified that the windows time service was stopped and set as manual and the network time protocol server was set to time.windows.com. Tss applied the knowledge article "how to adjust station ntp server settings" to resolve the issue and confirmed that both stations reflect time as ntp server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis station was sluggish and barcode scanner not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.